Manufacturer narrative:
The device was returned for evaluation. The results of the visual analysis, as requested (evaluation ) of this report, revealed that there was a large section/chip missing from the base of the abutment. The microscopic evaluation also revealed that the missing section included a large area of the internal lobes. In conclusion, as requested, this complaint condition was confirmed. The root cause of this complaint has been unable to be determined. A review of the complaint database revealed that there have been no other complaints for lot number mm012250; furthermore, there have been no other reports of customers receiving damaged zi abutments. The batch record and inspection record for keystone catalog number 45081k, lot number mm01250 did not identify any damaged abutments, or any problems with this device. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain additional information. A follow-up medwatch form will be submitted if additional information is received at a later date. Keystone dental (B)(4).

Event description:
The complainant reported that on (B)(6) 2010 this device packaging was opened and the contents emptied from the packaging. The complainant then observed that there was a large chip/section broken off from the device. The detached chip/section was missing from the packaging. There was no patient involvement in this event.